Manufacturer narrative:
The customer's reported complaint was confirmed during evaluation. The medial luered tubing was cracked upon receipt. The root cause of the problem could not be determined. However, a crack on the medial luered tubing did not affect the inflation testing. No leaks were noticed during inflation. Evaluation of the returned icy catheter indicated that the catheter performed as per specifications note, during manufacturing, all icy catheters are 100% inspected for leaks. In addition, extension tubing is also 100% tested for leaks. Only units that pass the testing are moved to the next process. Functional test of returned catheter was performed; 4 infusion ports and extension tubes were flushed without any issues. The catheter was connected to a pressurized inflation device; the balloons fully inflated when pressurized up to 100psi and the balloons did not leak during inflation and deflation. A visual inspection of the returned catheter was performed. The medial luered tubing was cracked upon receipt; thus confirming the reported complaint. Blood had accumulated /dried up on the balloons, shaft, luered tubings and infusion ports. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for icy catheter lot # 68235. Note: please note that the actual icy catheter was returned with lot # 68235.

Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A patient underwent treatment for hypothermia for an unspecified reason. The patient's temperature prior to the ivtm therapy was 36. 4 °c. The thermogard xp ivtm console was set to a target temperature of 33.0 degrees celsius. No other adjunctive temperature management procedures were performed on the patient. A zoll icy catheter was inserted on the left femoral vein by an experienced physician on an unspecified date. Catheter insertion was smooth. On (B)(6) 2016, the attending health care professional noticed a pressure alert from the thermogard xp ivtm console and observed fluid around the patient's bed. During temperature management therapy, a crack was observed with one of the tubes (outside of the patient). Although it is not specified when the icy catheter was inserted, the reporter indicated the dwell time of the catheter was 3 days and was removed on (B)(6) 2017. There was no intervention or patient consequence as a result of the reported issue. No further patient information was provided.